Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the power supply for damage; resetting the battery; and attempting to power on the pump using battery and power adaptor; and verifying customer was using correct components. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original device was requested for evaluation. In follow up with a complaint handler on 03/30/2021, the customer indicated she had not had time to return the original device due to having a bad case of mastitis since she was not able to pump properly and needed a new shipping label, which was resent by medela (B)(6). In subsequent follow up with a complaint handler on 04/08/2021(which became our aware date), the customer indicated she had received antibiotics for her mastitis, but once she received the new pump she was able to stop hand expressing and it helped a lot. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela canda that her freestyle flex breast pump was powering off on battery power and while using the power adaptor.